Event description:
In 6/95, rptr purchased an automatic sphygomomanometer for "blood pressure screening & hypertension mgmt programs." It is accompanied by a "physician's reference I" manual. The device rptr has is inaccurate. The recorded systolic pressures greater than 160 & less than 110 cannot be trusted & they must be taken manually to confirm any readings from the device. Rptr has been in contact with the co in attempts to resolve not only this problem with accuracy & precision but also with software & equipment difficulties. Although 2 employees have been accommodating, the mgmt has not. On 8/28/95, the customer service dept sent rptr a letter in response to request for help with the accuracy problems & a software version which an employee had described as being less sensitive to error than a 2nd software version. This device is being marketed as a blood pressure monitoring device & is inaccurate at least the one that rptr has. Co has been unwilling to deal with this issue. Co response has been to tell rptr to return the device for a refund. The more important issue is that co markets a medical device that has no quality control.